Event description:
It was reported that during a rotational atherectomy treatment, procedure removal difficulties occurred. The 90% stenosed lesion was located in the moderately tortuous high lateral branch. The 1.50mm rotablator rotalink plus burr was advanced to the target lesion and five ablations were performed, however, the burr would not cross the lesion. To facilitate crossing, the physician attempted to increase the rotational speed of the device but could not increase the speed over 190,000rpm. The rotablator system then stalled. The burr was successfully removed from the patient however it was noted that resistance was felt during withdrawal and excessive force was required. The procedure was completed with a different device and no patient complications were reported. The patient's status is listed as good.

Manufacturer narrative:
Device evaluation by MFR: the rotablator plus unit was received for analysis. A visual examination of the complaint plus unit was conducted. A tug test was performed to examine the integrity of the handshake connection. No issues were noted with the unit's handshake connector during the connection of the device. The rotablator plus unit was then wire guided using a control guide wire with no issues noted. The device was also wet tested and found to not reach any speed as the handshake of the advancer was seized and would not rotate. The rotablator burr catheter alone was then wet tested using a control advancer and the unit reached 175krpm at 38psi. No issue was noted with the burr catheter unit. The advancer unit was dismantled and a melted ultem and a corroded turbine were evident. A melted ultem is due to the interruption of saline or by insufficient flow of saline used during the preparation of the device. Saline is used in the clinical setting to prevent a melted ultem and ensure the functional use of the device. Product analysis additionally revealed a corroded turbine. When saline solidifies it can cause corrosion in the turbine housing of the rotablator advancer unit. Saline is used in the clinical setting to ensure the functional use of the device. Sterile water is used for the functional testing of the units in the manufacturing facility. It is probable that this corrosion occurred during the return of the device back to site for investigation. The manufacturing batch record review confirmed that the device meat all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, removal difficulties occurred. The 90% stenosed lesion was located in the moderately tortuous high lateral branch. The 1.50mm rotablator rotalink plus burr was advanced to the target lesion and five ablations were performed, however, the burr would not cross the lesion. To facilitate crossing, the physician attempted to increase the rotational speed of the device but could not increase the speed over 190,000rpm. The rotablator system then stalled. The burr was successfully removed from the patient; however, it was noted that resistance was felt during withdrawal and excessive force was required. The procedure was completed with a different device and no patient complications were reported. The patient's status is listed as good.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).